Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead and competitor implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements. Measurements were noted to have increased gradually over time and there were no observations of noise/artifact on the lead. It was discussed that the physician did not wish to perform a commanded shock test, but rather continue monitoring the patient remotely. No adverse patient effects were reported.